Manufacturer narrative:
On 2019-may-02 arjo was informed about incident related to ceiling lifting system. It was reported that the reacher, which is an accessory facilitating attaching the maxi sky 440 ceiling device to the installation, disassembled when preparing to resident's transfer, causing the ceiling lift to detach from the tracking and fall to the floor. The resident in the sling had not yet been attached to the lift. The ceiling lifting system parts hit the staff member who sustained scratches and bruises which were treated with first aid. There was no arjo ceiling lift malfunction. The device involved in the incident is the ceiling lifting system: arjo maxi sky 440 portable ceiling lift attached to the ceiling installation with the use of reacher accessory, that was manufactured by a third party company. The ceiling lift with serial number (B)(4) and model number le00000-au was manufactured by arjohuntleigh magog on 2017-dec-16. The device history record has been reviewed for this specific device and no anomaly during quality inspection gate was found. When reviewing similar reportable events, we have found two other cases connected with using unauthorized reacher. Maxi sky 440 is a portable ceiling lift. This system consists of the installation and the lifting unit, which can be easily detached from the track and transferred to another room or installation. The lifting unit is attached to the track using carabiner. In case the installation is mounted high on the ceiling, there is a reacher available - an accessory which consists of: the loop (which should be connected to the maxi sky 440 strap), the hook (attached to the trolley moving along the track), the extension rod (providing an easy way to install and remove a portable lift from the track trolley). The authorized arjo reacher parts are permanently embedded; it should be hooked to the trolley before transfer and left there until the lifting unit needs to be removed, according to the instruction for use (IFU, 001.08315.en rev. 6). The investigated reacher, provided by a third party company, has completely different design. It consists of two parts: a jaw-shaped, closeable hook assembled with screws, and a detachable rod. In the investigated situation, the locking nut of the hook assembly dismantled unintentionally, causing the hook falling apart. The IFU of the maxi sky 440 (document number 001.16000.33.en rev. 15) clearly states that solely arjohuntleigh components and accessories are intended to be used with our devices: warning: "arjohuntleigh strongly advises and warns that only parts designated by arjohuntleigh should be used on products and other devices supplied by arjohunteligh. Injuries can be caused by the use of inadequate parts." The IFU of the reacher also presents the adequate way to install the carabiner in the reacher, and the reacher in the ceiling lift trolley. Warning: "any other installation method is unsafe and may result in injuries". Comparing facts gathered and arjo IFU's warnings, the reportable case represents unauthorized usage of the ceiling lift accessory. There was no indication of any malfunction of the arjo components that link the ceiling lift and the track. To sum up, arjo device itself was up to manufacturer's specification. It was being prepared for the patient transfer and played the role in the analyzed incident by being a part of a lifting system, that failed due to unauthorized use of non-arjo accessory. No serious injury was sustained.

Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(4) 2019 arjo was informed about malfunction of the reacher, accessory facilitating to attach maxi sky 440 ceiling lift to the installation. The reacher, which was not an original arjo accessory, dismantled unintentionally. On (B)(6) 2019 additional information was provided: the reacher attachment disassembled when preparing the lift to resident's transfer, causing the ceiling lift to detach from the tracking and fall to the floor. The resident in the sling had not yet been attached to the lift. The ceiling lifting system parts hit the staff member who sustained scratches and bruises which were treated with first aid.